Event description:
The reporter stated that rptr did back to back blood glucose tests, within a couple of minutes, using separate fingersticks. Rptr's results were 147 and 315 mg/dl. Rptr had no symptoms. No harm was alleged.